Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2023 and (B)(6) 2023, a 10-year-old female child patient faced bent cannulas, 3 or more hours after insertion for both the events. The infusion sets had been used for 1one and half days (B)(6) 2023 and for 4 hours (B)(6) 2023. The site location was patient's abdomen. The blood glucose level was over 33 mmol/l and 29 mmol/l, respectively. Further, they replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.